Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 durimg rewind. Customer's blood glucose was 15 mmol/l. The customer is back on needle. The customer stated the drive support cap is sticking out. The customer was advised that the alarm was caused during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was already on her backup plan.